Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the cartridge cap and u-groove portion of the pump case were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 01/28/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/12/2015 with the following findings:the cartridge cap was observed to be torn/punctured: the reported issue was confirmed. The cartridge cap was able to properly secure to a test pump case. The suspect pump case was observed to be free of damage, and a test accessory clip was able to attach to and detach from the suspect pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.